Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intraaortic balloon pump (iabp) did not pass battery runtime during routine preventive maintenance. There was no patient involvement.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) did not pass battery runtime. There was no patient involvement. A getinge field service engineer (fse) evaluated and stated that batteries only powered device 82 minutes. He replaced ((B)(6)) battery, sealed lead acid,12v. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.